Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to push. The customer¿s blood glucose level was unknown. Customer stated that insulin pump gives the no delivery alarm. The customer reports the insulin pump had scratches on the screen and it rejects the new battery. The device will not be returned for the analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, failed battery test alarm or rewind anomaly noted during testing. Device had minor scratched lcd window. (B)(4).